Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were numerous stent struts within the first four proximal rows of stent struts that were bent and pulled distally. The stent had moved on the balloon and was over the tip of the device. The crimped stent was moved on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, which suggests that overall crimp contact was achieved between the stent and balloon. A visual and tactile examination found multiple kinks on hypotube. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a very tortuous and calcified vessel. A 12 x 3.00 promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that there was complete disintegration of the stent while crossing the lesion. The stent was removed with the wire and the guiding. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a very tortuous and calcified vessel. A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that there was complete disintegration of the stent while crossing the lesion. The stent was removed with the wire and the guiding. No patient complications were reported.